Event description:
It was reported that patient is experiencing constant pain after the surgery on a right knee. Patient advise that she goes to physical therapy to prevent pain. Patient is schedule for revision surgery (B)(6) 2014.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.